Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification and moderate tortuosity in right coronary artery (rca). The 5.0 x 8 mm nc trek balloon catheter was advanced to the target lesion without issue. The balloon was inflated to nominal pressure and deflated with no issue. During removal of the balloon catheter, there was resistance with guiding catheter but was able to be removed from the patient anatomy. Outside the anatomy, it was noted that the distal end of the balloon was bunched. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported bunching of the balloon was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported refold (winged/bunched) balloon; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.